Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the stimulation quitting and shocking was that the battery and charger needed to be replaced. The patient stated that the charger was not charging the battery fully. The patient explained that to resolve the shocking and stimulation quitting it would take the battery being replaced as it had been in since 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for cervical/neck and non-malignant pain. It was reported that the patient was unable to keep the ins on, and that they charge it every 2-3 weeks but it was giving them 'fits' and goes off in the night, 'bites' them, 'charges' them, and when the patient turns over it gives them a shock when in certain positions and then just quits. The patient had problems with the device all the time and they were unable to travel or drive. The shocks they experience are uncomfortable and makes their whole body want to 'jump.' The patient stated that the device was for his left shoulder and arm and they know that its working when he moves his neck or shoulder and can feel stim sensation but now it was no longer doing that. It was noted that the patient had been increasing stim over time to 1.5 or 1.6. When asked if decreasing stim when they are being shocked helped, they stated that they do decrease to 1.0 but that the shocking does not resolve. The patient thought the problem was the battery and noted that the ins does fully charge and drops to 2/3 after about a week. The patient was redirected to their hcp. Follow-up was conducted. No further complications were reported.